Event description:
The customer reported that during a patient procedure, using a glidescope bflex single-use bronchoscope (unknown size), connected to a glidescope core 15-inch monitor and glidescope core quickconnect cable, the image intermittently disappeared and produced discoloration of red, green, and yellow colors. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope bflex single-use bronchoscope (unknown size) was not made available to verathon for investigation. Due to the lot number being unknown, verathon was unable to investigate the device history record (DHR) for the following bronchoscope lot number. The glidescope core 15-inch monitor and glidescope core quickconnect cable used during the reported procedure with the bronchoscope were made available to verathon for evaluation. A verathon technical service representative evaluated both the monitor and cable but was unable to reproduce the original reported issue. When connecting both devices to known, good, test verathon equipment, the verathon technical service representative confirmed both devices functioned as intended; no issues found. The camera image quality test was performed and passed for both the glidescope core 15-inch monitor and glidescope core quickconnect cable. Upon completion of the evaluation the returned glidescope core monitor and glidescope core quickconnect cable were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.